Event description:
It was reported that when using the pyxis medstation es system, it had experienced an issue where the station failed to power on. A customer had reported that a user had been able to access meds from another station. There had been no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there had been a power issue. A field service engineer validated and confirmed the resolution of the issue by checking the power connection and cycling the power. The system had functioned as intended after the field service engineer had troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.